Event description:
The initial reporter has reported - that a walker used by their client allegedly broke at the cross member frame, causing injuries. Company has limited information regarding the walker, and injuries alleged.